Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Info provided in voluntary medwatch mw5147109: this is about a trilogy 100. This is the 4th time, the first time was I believe in (B)(6) 2023. Just realized from this last time after I got home it may be the machine shutting down my o2 because I was on it all 4 times when my o2 dropped. I was asleep in my bed at rehab from my last encounter with o2 drop, when alarm went off sending staff to discover the drop and call 911. This time I came home and got on the machine only to be awakened because I wasn't breathing good and I took my oxymeter to check and on the machine it had dropped to 84 when it should be 88- for me. This machine I have had for 7 years and it's never been serviced. Why should patients have to keep dme(durable medical equipment) so long without getting replacements especially when medicare is being billed thousands of dollars a month for them? I'm weak still from my last hospital stay or I would probably have more to say.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging info provided in voluntary medwatch mw5147109: this is about a trilogy 100. This is the 4th time, the first time was I believe in (B)(6) 2023. Just realized from this last time after I got home it may be the machine shutting down my o2 because I was on it all 4 times when my o2 dropped. I was asleep in my bed at rehab from my last encounter with o2 drop, when alarm went off sending staff to discover the drop and call 911. This time I came home and got on the machine only to be awakened because I wasn't breathing good and I took my oxymeter to check and on the machine it had dropped to 84 when it should be 88- for me. This machine I have had for 7 years and it's never been serviced. Why should patients have to keep dme(durable medical equipment) so long without getting replacements especially when medicare is being billed thousands of dollars a month for them? I'm weak still from my last hospital stay or I would probably have more to say. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.